Event description:
The customer observed falsely depressed architect b-hcg results generated on the architect i2000sr instrument for one patient. The following results were provided: (B)(6) 2025 sid (B)(6) initial result was 1.65 miu/ml. The customer repeated the sample on another module and the result with dilution was 85378 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The field service representative (fsr) swapped out the outer reagent carousel with another module when troubleshooting the issue. The architect i2000sr, serial # (B)(6) was deemed the cause for the issue. The service history of the (B)(6) verifies no subsequent issues have been reported related to falsely negative b-hcg results. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely depressed architect b-hcg results generated on the architect i2000sr instrument for one patient. The following results were provided: (B)(6) 2025 sid (B)(6) initial result was 1.65 miu/ml. The customer repeated the sample on another module and the result with dilution was 85378 miu/ml. No impact to patient management was reported.